Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: lo mg/dl (system 1) which on the system indicates a result of less than 20 mg/dl, and 87 mg/dl (system 2). Readings occurred with two different drums of test strips from the same lot. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.